Event description:
It was reported that during a rescue attempt, when the on button was pressed, the device would power on and then immediately power off. It was reported that this occurred 3 or 4 times before the device powered on and remained on. The device then analyzed and a shock was administered. The first responder reported feeling the shock when it was delivered and that the status indicator on the device turned red. The first responder also reported that during the pause for CPR, the device powered off. The first responder powered the device, it remained on and analysis continued. No further shocks were required and the pt was transferred to another defibrillator. It was reported that the pt survived.

Manufacturer narrative:
Eval: the electronic history record from the actual device involved in the incident was evaluated. The actual device was not returned. Results: the actual device involved in the incident has not been made available for analysis. The internal device record was reviewed. The review corroborates the info that was provided by the first responder. Without the device, the root cause cannot be determined. Additional attempts are being made to have the device returned and the investigation remains open.